Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicated that the lead exhibited an increased threshold due to dislodgement. In addition, loss of capture was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicated that the lead exhibited an increased threshold due to dislodgement. In addition, loss of capture was noted. No additional adverse patient effects were reported.